Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10609418.

Event description:
It was reported that patient experienced ineffective therapy. An unspecified imaging revealed lead migration. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.

Event description:
Additional information indicates that the patient's lead migrated possibly due to strenuous lifting. Surgical intervention was undertaken on (B)(6) 2026,wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.